Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Alleged seat on commode is cracked and pinches her.

Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Information updated to reflect the correct complaint awareness date, initial reporter occupation, and device model number.

Event description:
Alleged seat on commode is cracked and pinches her.